Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the bulb would suck correctly for one hour then inflate itself right away. Upon removal, it was noted that the evacuator would be only a quarter of the way full.

Manufacturer narrative:
Received 1 used silicone evacuator only. Visual inspection noted no obvious defects. A functional evaluation was performed using an in-house drain that was connected to the inlet port of the evacuator received. The drain end was submerged in water, the evacuator was compressed and rolled over. The device was compressed and then the outlet port was closed. The evacuator suctioned 100cc's of water without any difficulties. In addition, the evacuator recovered its original shape once it suctioned. The lot number is unknown therefore the device history record could not be reviewed. The complaint was unconfirmed as the product met specifications. The instructions for use state the following: "precautions: ensure that the wound site is dry and free of debris before closure. The surgeon must determine the number of drains needed for an effective drainage of the entire wound site. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. If the drain is occluded, irrigation and/or aspiration of the drain may be required. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. Suction must be discontinued prior to the removal of the drain. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: drain to suction source. Y-connector (when applicable): drain to y-connector. Y-connector to suction source. Instructions for use: the surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.